Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a procedure to treat right v3 segment stenosis, the physician placed the subject balloon guide catheter to go into the lesion and prepared to dilate. The subject balloon was found to be leaking and could not be inflated. The physician withdrew the subject balloon catheter along the guidewire from the patient's anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirms that the device met all material, assembly and performance specifications. During visual inspection, there was no anomalies noted in the subject balloon catheter during functional inspection the subject device was passed in the balloon leaked functional test and the balloon was inflated without difficulties. There was no leakage noted on the subject device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicates that the device was prepared as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the procedure. It was reported that the operator 'delivered a the subject balloon to the lesion and prepared to dilate, but the balloon was found leaked and it could not be inflated'. No visual anomalies were noted to the device during analysis and the device passed all dimensional inspections. The balloon was able to be inflated without difficulties during functional testing and no leakage was noted. Therefore, the as reported 'balloon leaked during use' was not confirmed as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during a procedure to treat right v3 segment stenosis, the physician placed the subject balloon guide catheter to go into the lesion and prepared to dilate. The subject balloon was found to be leaking and could not be inflated. The physician withdrew the subject balloon catheter along the guidewire from the patient's anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.